Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that during the revision of the right knee the tibial augment did not lock into tibial tray, so the surgeon decided to use another augment. Surgeon cemented additional augment onto the bottom of the tibial augment which was "off label use." As per sales rep on 12/09/2014: both augments did not lock into tibial tray. All 4 tibial augments were cemented into place onto tibial tray.

Event description:
It was reported that during the revision of the right knee the tibial augment did not lock into tibial tray, so the surgeon decided to use another augment. Surgeon cemented additional augment onto the bottom of the tibial augment which was "off label use."as per sales rep on (B)(6) 2014: both augments did not lock into tibial tray. All 4 tibial augments were cemented into place onto tibial tray.